Event description:
A (B)(6) old male patient called zoll customer support to report that his battery charger screen was flashing and resetting. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger resetting) has been confirmed. Upon evaluation the battery charger/modem was resetting due to a defective battery board. The root cause for the defective battery board could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.